Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time incident and current blood glucose was 265 mg/dl. The customer was treated with bolus. It was reported that he customer had a high as he had to change the infusion set. Customer declined to troubleshoot for high blood glucose. The customer was advised to keep sets next time. The insulin pump will not be returned for analysis.